Event description:
It was reported that during a diagnostic colonoscopy the clip wouldn't release from the sheath outside the scope tip, leading to three unsuccessful clip changes. The bleeding eventually stopped on its own without any clip being used. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.